Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the grey connector in the basin. The equipment was repaired and verified according to the original equipment manufacturer's instructions. A review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include a hard object impacting the connector or user applied stress. The instructions for use contain the following statements regarding detection of the complaint event: "check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported there was a broken grey connector in the basin of the endoscope reprocessor. The device was taken out of service on (B)(6) 2021 until it could be repaired. There was no patient involvement or impact to patient care due to this event.